Event description:
It was reported that the handpiece trigger was sticking during a surgical procedure. There has been no reported pt or user injury, and the case was successfully completed as planned with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the trigger was stuck in the run position due to the straight pin falling out of the drivetrain and attaching to the back of the forward trigger magnet.